Event description:
It was reported that a small tear was noticed on the patient's modular cable, and it was exchanged. Evaluation of the returned modular cable revealed fluid ingress.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the outer layer of the modular cable (lot number: 7190963) being damaged was confirmed during evaluation of the returned product. A small tear in the outer jacket was observed, which exposed the inner woven layer. The modular cable was functionally tested alongside the returned controller and found to perform as intended, even when the cable was manipulated by hand in the area of the observed damage. After functional testing, the outer jacket was removed in the area of the observed damage. The inner woven layer was not damaged, but did have some greenish discoloration, indicating that there was fluid ingress within the jacket the root cause of the observed damage could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 modular cable (lot #: 7190963) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook (rev. D) are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook contains information regarding how to clean and care for the driveline. The heartmate iii instructions for use (rev. C - section 8) and the heartmate iii patient handbook (rev. D ¿ section 6) address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.